Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services indicated that the patient's therapy cannot be guaranteed as the device settings may not satisfy the patient's therapeutic needs and recommended replacement as soon as possible. Subsequently, this pacemaker was explanted, replaced and it is not expected to be returned for analysis. Reportedly, premature battery depletion was also noticed on this device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services indicated that the patient's therapy cannot be guaranteed as the device settings may not satisfy the patient's therapeutic needs and recommended replacement as soon as possible. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. Reportedly, premature battery depletion was also noticed on this device. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. Corrected field: - b5 (problem description): an incorrect and unnecessary text was removed

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services indicated that the patient's therapy cannot be guaranteed as the device settings may not satisfy the patient's therapeutic needs and recommended replacement as soon as possible. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. Reportedly, premature battery depletion was also noticed on this device. No additional adverse patient effects were reported. The product has not been returned for analysis. The "no problem detected" conclusion code was selected because the reason for the alleged observation(s) could not be determined.